Event description:
A user facility returned the olympus asset, duodenovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the light guide lens had a stain. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the phenomenon identified in b5, the following was also found: the distal end was shaved. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on results of the investigation, the observed foreign material/stain under the light guide lens could not be identified and a definitive root cause of the issue could not be determined, however, the issue was likely the result of the adhesive around the lightguide lens peeling off due to physical stress such as an impact to the scope tip and or chemical stress from the chemical solutions used, allowing for in an ingress of moisture into the lens. Because the foreign matter was attached to an area other than the outer surface of the scope, it was likely not possible to remove through proper device cleaning/reprocessing. The issues may be detected/prevented by following the instructions for use sections below: tjf-q190v operation manual chapter 3 preparation and inspection. Tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.